Event description:
The customer reported an over infusion of morphine. Customer stated the pt died because of the over infusion. The intended programming was not provided. The customer requested an event log review to confirm user programming. Customer stated they believe the user installed a morphine syringe that contained the prescribed concentration but selected and programmed morphine that had a lower concentration that resulted in an over infusion. Customer stated the devices were evaluated by biomed and they passed all testing; no anomalies were identified. Although requested, no add'l pt or event info provided.

Manufacturer narrative:
(B)(4). The requested log review has been completed and the customer's report of an over infusion was confirmed. At 4:56 pm on (B)(6) 2013, using guardrails, a continuous infusion of morphine 1000 mg/40 ml was programmed to infuse with a dose of 15 mg/hr. A soft guardrails limit alert occurred; was accepted and the infusion started. At 9:36 am on (B)(6) 2013, the infusion dose was increased to 17.5 mg/hr. Forty-mins later, a continuous infusion of morphine 30 mg/30 ml was programmed to infuse with a dose of 17.5 mg/hr. Two guardrails alerts occurred; were accepted and the infusion started. At 1:44 pm, the infusion was paused and forty-five mins later, the system was powered off. The reported over infusion of morphine was confirmed through a review of the pcu event log. The root cause for the over infusion was user programming. No device malfunction is believed to have occurred.